Event description:
The customer reported that the device fails to power up. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device fails to power up. There was no reported pt involvement. The device was evaluated by a philips field svc engineer, and the reported symptom was confirmed. The power pca was replaced to resolve the issue. All performance assurance tests passed and the device was put back into svc. This was a malfunction of the power pca that caused the device to fail to power up.